Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they are working with a new doctor who wants to turn the therapy off to see if the machine is working. The caller indicated that they do think the therapy is working, but they are also on a medication called driptipan and they were told that they should not need to be on that if the device is working. The caller also reported that they have a spot that hurts down there at the stimulator and they want to see if the pain subsides with the therapy off. The caller also reports that they suspect that the lead is too close to the nerve. That pain has been going on for about 4 months and they are using a pain patch for it. Agent helped the caller turn the therapy off and they will monitor symptoms for 2 weeks. The previous hcp wanted the patient to have botox and that is not a good idea for the patient due to a previous brain surgery.

Manufacturer narrative:
Concomitant medical product: product ID 978b128 lot# va2g78m implanted: (B)(6) 2021 : product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-mar-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.